Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level between 200-300 mg/dl. The customer did not have any symptoms. The customer's blood glucose value was 201 mg/dl at the time of the call. The customer did contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were air bubbles in the tubing. The manual prime was performed and insulin exited the tubing. There were no leaks reported. There were no site or insulin issues. The device settings were correct. The high pressure test was not performed. The customer did not have a tubing clamp, or extra set. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.